Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and confirmed that the reported phenomena (the white balance/remote switch 3 malfunctions) were duplicated as shown following: -when the white balance function was assigned to the remote switch 3 and the universal cord near the boot of the control section was swayed, the remote switch 3 was automatically activated and the assigned white balance function was activated. Omsc also confirmed the following: -as a result of checking the wiring of the remote switch inside the control section, there was no abnormality in the assembly condition. -of the signal lines of the remote switch cable, there was a broken part on the coating of the signal line corresponding to the remote switch 3, which was in contact with the shielded wire collected by solder and was electrically short-circuited. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the investigation result, omsc surmised that the reported phenomenon might have occurred because the remote switch cable inside the universal cord moved due to conditions such as the handling of the universal cord, and the broken part on the coating of the signal line corresponding to the remote switch 3 came into contact with the shielded wire. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure using the subject device, it was found that a malfunction of the white balance adjustment function occurred on the subject device when the subject device was in the patient's abdominal cavity. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was a malfunction of the remote switch 3, which might be related to the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.